Manufacturer narrative:
Product analysis: the stent was returned on the balloon between the marker bands as per specification. The 1st distal stent segment had raised and deformed struts. Image review: the difficult patient vessel lesion morphology was confirmed from the returned procedural images. The lad was pre-dilated prior to the advancement of a stent. The complaint device could be seen at the lesion site unexpanded. The device was then removed and a large stent was placed in the proximal to mid lad. This stent was then post-dilated a number of times. The final angiographic image showed an improvement in the lad. (B)(4).

Event description:
It was reported that during use of an endeavor resolute drug eluting stent that resistance was encountered on advancing to the target lesion in the distal lad and the stent became deformed. The device was removed from packaging and inspected with no issues noted. The lesion was pre-dilated with a 2.0x 12 mm balloon to 17 atms. The lesion had 90% stenosis, severe calcification and moderate tortuosity. Excessive force was not applied. The physician believes that the event was due to use of the device in difficult lesion morphology/ anatomy and not device related. No patient injury reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.